Manufacturer narrative:
On 22-jun-2020, mentor received additional information about the event. The patient is scheduled to undergo explantation on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10-feb-2021, mentor completed an additional investigation on the suspect medical device to address the reported cancer. Device evaluation summary: according to the information reported, the patient experienced symptoms of generalized illness and neoplasm malignant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Trends for all complaints of systemic disease and/or responses will continue to be monitored by mentor quality assurance. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: pc-(B)(4).

Manufacturer narrative:
On 12-jan-2021, mentor received additional information about the event. The patient alleges that her breast prostheses caused her cancer. Mentor has received no documentation about the alleged cancer. Manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
Correction: the checkbox in block b2 for ¿is other serious¿ was incorrectly checked in the initial report submitted to the FDA. This checkbox should be blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 27-aug-2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 15-jun-2020, mentor received additional information about the event. The patient reported additional symptoms of generalized illness. It was reported that the patient has been vomiting for days and has been losing weight. The patient reported that she was hospitalized three times. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 23-sep-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient experienced symptoms of generalized illness and developed breast pain. During a visual evaluation of the device no apparent damage was observed. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 13-may-2020, mentor received additional information about the event. The patient¿s race is white, and her ethnicity is not hispanic/latino. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast reconstruction procedure with mentor memorygel breast implant 590cc gel breast prostheses and suffered several unexplained systemic symptoms, including brain fog, inability to sleep or eat, bilateral breast pain, and additional unspecified symptoms of sickness. The patient has also been admitted to a hospital. In addition, the patient had developed cancer before being implanted with her breast prostheses. She had undergone chemotherapy, and was implanted with tissue expanders prior to being implanted with her gel breast prostheses. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left breast prosthesis.